Event description:
The customer contact reported no flow. A primary tubing set was being used to deliver an unspecified solution, at an unspecified rate, via an unspecified pump. At an unspecified time,t he option-lok male adapter of the secondary tubing set was connected to the proximal needleless valve connector y-site on the primary tubing set for piggyback delivery of an unspecified antibiotic. The customer contact reported that the primary solution container was hung lower than the secondary solution container. After an unspecified length of time after the piggyback delivery was started, no flow of solution was noted. The secondary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delays in therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. During the investigation, no possible causes for the customer reported no flow were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.